Event description:
It was reported that the patient was experiencing recurring incontinence with this artificial urinary sphincter (aus) device. The patient stated that he had been using pads because of this and urinating frequently. This device remains in service. There were no additional patient complications reported.

Manufacturer narrative:
Date of event: approximate since it is unknown.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with artificial urinary sphincter (aus) procedures and is noted as such in the aus instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the aus instructions for use (IFU) was reviewed. The patient symptoms urinary incontinence were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 date of event: approximate since it is unknown.

Event description:
It was reported that the the patient was experiencing recurring incontinence with this artificial urinary sphincter (aus) device. The patient stated that he had been using pads because of this and urinating frequently. This device remains in service. There were no additional patient complications reported.